Event description:
Boston scientific received information that during the implant procedure, this lead was advanced to the right ventricle apex. Difficulty was encountered fixating this lead despite several attempts to reposition. During the final attempt, acceptable sensing was obtained, however increased thresholds and out of range impedance measurements were obtained. As there was a concern there may be a lead issue, a decision was made to replace this lead. The lead was removed, replaced and returned for analysis. Upon removal, visual inspection revealed there was tissue throughout the helix mechanism. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed tissue throughout the helix mechanism. Resistance testing revealed this lead was electrically continuous.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.